Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Healthcare professional reported unknown side "device breakage," further described as "tissue expander could not be expanded." The device was removed and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: no leaks are observed in the device. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the port. A microscopic analysis was performed which identified that the device is intact and functional. Based on the device analysis the final assessment is: -device assessed as intact and functional. -no port leak and/or damage was observed.

Event description:
Healthcare professional reported unknown side "device breakage," further described as "tissue expander could not be expanded." The device was removed and replaced.